Event description:
Olympus was contacted regarding notification letters recently sent to pts undergoing certain types of procedures at the hospital in 2004. The hospital discovered that an auxiliary channel designed to flush the colon was overlooked and may not have been adequately exposed to disinfectant during reprocesing.